Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a date and time error message occurred when unit is powered on. The date and time info is incorrect (1999) and when the user resets the correct date and time, it reverts back to the incorrect setting as if by default. The user was able to use the monitor and report that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.